Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the ivc filter prophylactically for gastric bypass surgery. The patient has a history of alcohol abuse and tobacco abuse. Approximately on or about eleven years post implantation of the ivc filter the patient presented to the emergency department suffering from severe left calf pain, severe left flank, back pain, and a syncopal episode in the parking lot. A computerized tomography (CT) scan of the chest, abdomen, and pelvis was performed on the patient and it revealed a retroperitoneal hemorrhage. A CT of the chest was negative for pulmonary embolism (pe). An ultrasound of the left lower extremity showed an occlusive/nonocclusive gastrocnemius clot. The patient had extensive bilateral lower extremity deep venous thrombosis (dvt) extending to the iliac veins and ivc up to the filter causing pain and swelling. The patient was treated low dose thrombolytic therapy and intravenous heparin. During the thrombolytic therapy and venography performed during this hospital stay, it was noted that the patient had a trapease vena cava filter and that multiple struts of this vena cava filter appeared fractured. According to the information received in the patient profile from (ppf), the patient became aware of the alleged events approximately on or about eleven years post implantation of the ivc filter. The patient reports to be suffering from blood clots, clotting, occlusion of the ivc, tilting of the filter, fracturing of the ivc filter with filter struts retained in the vena cava. However, there have been no attempts made to remove the ivc filter or fractured filter struts. The patient also reports to have suffered severe internal bleeding, clotting of the inferior vena cava, and to have undergone numerous medical procedures such as thrombolysis. The patient reports that they must take blood thinners for the rest of their life and require frequent medical monitoring. Additional, the patient reports to be suffering from severe pain, leg cramping, emotional distress, and anxiety. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient underwent placement of the ivc filter prophylactically prior to gastric bypass surgery. The patient also has a history of alcohol abuse and tobacco abuse. The filter subsequently malfunctioned by fracturing, perforating the ivc, and having occlusive thrombosis. Approximately eleven years post implantation, the patient presented to the emergency department suffering from severe left calf pain, severe left flank, back pain, and a syncopal episode. A computerized tomography (CT) scan of the chest, abdomen, and pelvis was performed and it revealed a retroperitoneal hemorrhage. A CT of the chest was negative for pulmonary embolism (pe). An ultrasound of the left lower extremity showed an occlusive/nonocclusive gastrocnemius clot. The patient had extensive bilateral lower extremity deep venous thrombosis (dvt) extending to the iliac veins and ivc up to the filter causing pain and swelling. The patient was treated low dose thrombolytic therapy and intravenous heparin. During the thrombolytic therapy and venography performed during this hospital stay, the trapease vena cava filter was noted in place and that multiple struts of this filter appeared fractured. Per the patient profile from (ppf), the patient reports to be suffering from bleeding, blood clots, clotting, occlusion of the ivc, tilting of the filter, fracturing of the ivc filter with filter struts retained in the vena cava. There have been no attempts made to remove the ivc filter or fractured filter struts. Additionally, the patient reports to be suffering from severe pain, leg cramping, and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, bleeding and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Pain and swelling do not represent a device malfunction and may be related to underlying patient related issues. Syncope does not represent a device malfunction and maybe related to hemodynamic changes experienced in conjunction with the internal bleeding that was reported. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a cordis optease¿ filter or trapease¿ inferior vena cava filter (ivc) filter. The device subsequently malfunctioned by, inter alia, fracturing, perforating his vena cava, and causing occlusive thrombosis. On or about eleven years after implantation of the device, the patient was hospitalized due to these complications. His failed filter has not been removed and, therefore, he requires ongoing medical monitoring. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis does not represent a malfunction of the device. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Perforation of the vena cava was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of a cordis optease¿ filter or trapease¿ ivc filter in or about (B)(6) 2004, the device. Subsequently malfunctioned by, inter alia, fracturing, perforating his vena cava, and causing occlusive thrombosis. The patient was hospitalized from (B)(6) 2015 due to these complications. His failed filter has not been removed and, therefore, he requires ongoing medical monitoring. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses.